Event description:
The service report shows the customer reported that the 840 ventillator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer stated the malfunction occurred after the the water trap accidently emptied into the ventilator. The device has not been repaired and is currently not being used.